Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged on keypad traces. No button error alarm noted during testing. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump was downloaded properly using carelink pro.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.